Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, with similar occurrences noted previously. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that a replacement pump with updated software would be sent, and they acknowledged the necessary steps to return the faulty pump. The customer will continue to use the pump until the replacement pump arrives.